Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator will be taken out on (B)(6) 2018. They stated that it is being explanted because it did not work and did not help with their symptoms. No further complications were reported or anticipated. The patient was implanted for non-malignant pain and spinal pain.

Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a total explant of the implantable neurostimulator (ins) in (B)(6) 2018 because they were not getting any relief of symptoms started a couple of weeks after implant. No further complications were reported.